Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen (B)(6) 2024. The patient experienced inaccurate cgm values the day after the sensor was inserted in the abdomen. On (B)(6) 2024, the patient experienced malaise. The cgm alerted and was reading high. The patient was diaphoretic and was given orange juice by restaurant staff. The patient had syncope. An ambulance was called, and the bg was 36 mg/dl while the cgm was high. Then the sensor failed. The cgm was removed. The patient was treated with mouth gel in the ambulance and IV from the hospital nurse. The bg was 87 and 147 mg/dl after treatment. The patient was stable and feeling fine at the time of the report. No product or data was provided for investigation. The reported glucose values fall within the e and b zone of the parkes error grid. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.